Manufacturer narrative:
The investigation determined that lower and higher than expected vitros tsh results were obtained from two samples from a single patient when tested on a vitros xt7600 integrated system using reagent lot 7050. A definitive assignable cause for the discordant lower than expected vitros tsh results could not be determined. A vitros tsh performance issue is not a likely contributor to the event as historical qc showed acceptable accuracy and precision, and the customer made no suggestion of any issues with the qc fluids processed at the customer site. Although the customer processed vitros tsh precision testing using non-vitros biorad qc fluid and vitros total thyroid control fluids, insufficient replicates were obtained to completely evaluate the performance of the vitros xt7600 integrated system. The customer is also not following the correct maintenance procedures for cleaning the microwell incubator. Therefore, an instrument performance issue cannot be fully ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7050.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical support center (tsc) to report higher and lower than expected tsh patient sample results obtained from multiple samples from a single patient when using vitros immunodiagnostic products tsh reagent on a vitros xt7600 integrated system. Patient 1 results of 7.62 and 1.2 miu/l versus the expected result of 3.46 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher and lower than expected vitros tsh patient results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the lower or higher than expected vitros results and there was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).